Event description:
Received a verbal report that a home hemodialysis pt experienced tingling in hands and a dry mouth. It was then he realized that a dialysate with 0 calcium (4017) was used instead of the prescribed 2.5 calcium solution (4018). When the pt noticed this, he stopped his treatment and called the clinic. The md was notified of this event and it was reported the md instructed the pt that he could stay on dialysis and to take 4 tums now. And if already off dialysis, to take 6 tums now. Dave was already off dialysis and will call again in an hour. By 5pm, the pt reportedly had felt better with decreased tingling in hands. Md instructed pt to get chem panel locally tomorrow, and pt told md he will take 2 more tums at night. It was then on the following day that the calcium results were 5.9 and orders were given for the pt to receive dialysis in the unit because of the low calcium. No further orders were given at that time. The pt successfully dialyzed in the unit with no further orders or interventions. The rn has also reported that this pt is chronically hypocalcemic. The pt is now dialyzing at home. This pt has successfully dialyzed at home for >29 years. The pt's wife has reported that delivery of this solution has occurred in the past (lot unknown), but was discovered before use. No further medical interventions have resulted from this event. There is no sample but rn has verified the lot number of the product the pt had used. Currently, this event is being investigated by (B)(6). It was also reported by the rn that there was no issue with the product, just that the wrong product was delivered. It was learned this pt has died. In speaking with the rn, she specifically asked the involved md if this product caused or contributed to the death. She said the md made the verbal statement that the 0 calcium bath did not cause or contribute to the death of this pt. The pt became septic/gangrenous from pancreatitis/gallbladder.